Event description:
It was reported to resmed that the ac adapter of an astral device was faulty. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center and an evaluation was performed. Visual inspection of the ac adapter revealed physical damage. Based on all available evidence and complaint investigations of a similar nature, an investigation determined the reported complaint was due to physical damage. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the ac adapter of an astral device was faulty. There was no patient harm or serious injury reported as a result of this incident.